Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the cone with the funnel neck has been torn off the thin catheter hub. The patient received the catheter postoperatively. The child was fixed, so he could not pull it out.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. Based from the complaint statement "the cone with the funnel neck has been torn off the thin catheter hub" which indicated that the catheter shaft has separated from the funnel. There was no sample returned for evaluation and further investigation. Therefore, the actual root cause of this phenomenon could not be determined. In the absence of any actual or represent ative sample, further investigation could not be conducted to identify the actual root cause of this reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that the cone with the funnel neck has been torn off the thin catheter hub. The patient received the catheter postoperatively. The child was fixed, so he could not pull it out.